Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate charred detritus adhesion; the glass cap exhibits severe devitrification at the output area; the glass cap output area appears depressed. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph surgical procedure at 146,370 joules and 27.09 minutes of usage "decrease vaporization" was noted. The fiber was exchanged and the second fiber exhibited same issue at 180,303 joules and 19.12 minutes of use. The second fiber was exchanged and the procedure was completed by utilizing the third fiber. No injury to the patient reported.